Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the lot history records and of the information provided to abbott vascular. The investigation was unable to determine a definitive cause for the loss of fluid column during device preparation. The reported tear in the hemostasis valve leading to loss of fluid column during prep can be a result of manufacturing anomalies, such as larger dilator outer diameter or other manufacturing anomalies impacting the silicone valve. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents for the reported lot. All available information was investigated and a definitive cause for the tear in the hemostasis valve leading to loss of fluid column could not be determined. In this case, it is likely that while inserting the dilator into the valve, damage may have occurred resulting in the formation of the observed hole; however, this cannot be determined. A hole in the hemostasis valve would result in the device being unable to maintain fluid column, resulting in the reported leak. Based on the information reported, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This mitraclip report is being filed since a leak was noted in the steerable guide catheter (sgc 50915u147) before use. Although there was no patient involvement, this event has the potential to cause or contribute to patient injury. It was reported that during preparation of the steerable guide catheter (sgc), fluid column could not be held, indicating a leak; therefore, the sgc was not used. The hemostatic valve had a visible hole in the center. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new sgc was used to successfully complete the procedure. There was no additional information provided.